Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image occurred because communication failure occurred due to water immersion in the cable, which resulted in short-circuit and corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed and the image was flickering due to a bad cable. Additional findings are as follows: a failed water leak test from cable on rear cover side and a faded serial plate. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an image problem and would not work. The issue was found during preparation for use. There were no reports of patient harm.